Event description:
It was reported that a speaker malfunction inop was displayed on the bedside monitor used with the intellivue x3. It is unknown whether sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.